Event description:
It was reported that the patient had a planned admission to have previous bile tube to be fixed and repositioned, while the team discusses the removal of gallbladder. It was noted that the patient had some suicidal ideations. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had a planned admission to have previous bile tube to be fixed and repositioned, while the team discusses the removal of gallbladder. It was also noted that the patient had some suicidal ideations. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, psychiatric episode is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of psychiatric episodes. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.